Event description:
It was reported the pt is not receiving enough stimulation in a needed area. An impedance check revealed invalid/high impedances. Reprogramming to provide resolution was unsuccessful. X-rays were taken and no anomalies were found. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.